Event description:
Nt821731c - stopcocks on natus evds have been breaking. Event 3/3. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4) the lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Risk management review: a review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "4.36 - stopcock valve unable to turn / rotate and/or handle breakage" the risk level is considered low. Based on complaint of "broken stopcock arm." This determination is based on the information received from the customer. Root cause/failure investigation: the product was not returned by the customer, however images provided by the customer indicate this case had a damaged system and drip chamber stopcock. The system stopcock was broken at the lever, which is used to turn the stopcock into a closed or open position. The system stopcock material exhibited significant deformation. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. There was a buildup of bodily fluids at the drip chamber stopcock. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed* / stopcock breakage during use. *confirmed by image only.

Event description:
Nt821731c - stopcocks on natus evds have been breaking. Event 3/3. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system. Hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage. Effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. CAPA: 005781 was opened to investigate the increase in complaint rates for the eds product line. Further investigation to be carried out.